Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple unexpected resets occurred. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer loaded a new cartridge onto the pump and resumed insulin delivery. The customer also had manual injection supplies available.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.